Manufacturer narrative:
Initial and final MDR 2580961-device 1 of 5. E1: patient city: (B)(6). Patient country: sweden.

Event description:
Reference number(B)(4). Event occurred in sweden. . It was reported that the patient faced five infusion set adhesive issue events on 24-feb-2026 due to the infusion sets being accidentally pulled out during use, either from tubing catching on something or the pump falling. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.